Event description:
It was reported the patient is no longer able to recharge his scs ipg or turn his stimulation on. The patient stated he lost stimulation approximately six weeks ago. A sjm representative met with the patient and confirmed the patient's scs ipg battery is depleted. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient had his scs ipg replaced with a new one. The patient¿s stimulation therapy was reportedly restored,

Manufacturer narrative:
(B)(4). Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.